Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (dka); cause was not known and bg values were not provided. Customer was admitted to the hospital and treated with manual injections and an insulin drip. Customer was released the following day with the issue resolved. Reportedly, the customer had been using the cartridge for 4-5 days during the event. Customer was advised to change the cartridges every three days to stay within cartridge labeling.